Manufacturer narrative:
An internal investigation conducted by merge healthcare found that if the hemo monitor pc is powered up and there is no active network connection, the hemo monitor pc will report an appropriate error to the event log, but currently will not attempt any retries to establish the connection to the hemo client pc. No active network connection can occur if the cable between the hemo monitor pc and hemo client pc is disconnected, or if the hemo client pc has not been powered up.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that hemo tabs were grayed out in the middle of a case. The user rebooted the hemo monitor. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the customer stated that the procedure was completed successfully once the hemo monitor was manually rebooted. (B)(4).